Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's father reported receiving several no delivery alarms. He stated he had tried to push insulin through the tubing and was unsuccessful. The daughter's blood glucose was 425 mg/dl. The customer was treated with manual injections. Troubleshooting did not occur. No additional information provided.